Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("coil fragment") in an adult female patient who had essure inserted for female sterilisation. Concomitant products included spirit pills from 2017 to 2018. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2017 gross description: result revealed, a received in formalin is a coil fragment .wire measuring approximately 4 cm an additional fragment of wire; is noted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received : event device breakage added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil fragment'), pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on 30may2017 gross description: result revealed, a received in formalin is a coil fragment .wire measuring approximately 4 cm an additional fragment of wire; is noted. Concomitant products included spirit pills from 2017 to 2018. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/ skin condition"), memory impairment ("memory problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes ") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, menorrhagia, dermatitis allergic, memory impairment, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered alopecia, dermatitis allergic, device breakage, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, memory impairment, menorrhagia, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: received treatment for breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2019: new pfs received- new events added: menorrhagia, abnormal general bleeding, rash/skin condition, memory problems, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headache, weight gain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil fragment') and pelvic pain ('pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: on (B)(6) 2017 gross description: result revealed, a received in formalin is a coil fragment .wire measuring approximately 4 cm an additional fragment of wire; is noted. Concomitant products included spirit pills from 2017 to 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), eczema ("eczema"), memory impairment ("memory problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), night sweats ("night sweats"), migraine ("migraine"), headache ("headache"), mood swings ("mood swings"), hot flush ("hot flash"), ovarian cyst ("ovarian cyst"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, menorrhagia, eczema, memory impairment, fatigue, alopecia, tooth disorder, night sweats, migraine, headache, weight increased, mood swings, hot flush, ovarian cyst, feeling abnormal, dysmenorrhoea, diarrhoea, constipation, abdominal distension and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, alopecia, constipation, device breakage, diarrhoea, dysmenorrhoea, eczema, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypersensitivity, memory impairment, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("coil fragment") in an adult female patient who had essure inserted for female sterilisation. Concomitant products included spirit pills from (B)(6) to (B)(6) . On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.) And surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2017 gross description: result revealed, a received in formalin is a coil fragment .wire measuring approximately 4 cm an additional fragment of wire; is noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil fragment') and pelvic pain ('pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: on (B)(6) 2017 gross description: result revealed, a received in formalin is a coil fragment .wire measuring approximately 4 cm an additional fragment of wire; is noted. Concomitant products included spirit pills from 2017 to 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), eczema ("eczema"), memory impairment ("memory problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), night sweats ("night sweats"), migraine ("migraine"), headache ("headache"), mood swings ("mood swings"), hot flush ("hot flash"), ovarian cyst ("ovarian cyst"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, menorrhagia, eczema, memory impairment, fatigue, alopecia, tooth disorder, night sweats, migraine, headache, weight increased, mood swings, hot flush, ovarian cyst, feeling abnormal, dysmenorrhoea, diarrhoea, constipation, abdominal distension and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, alopecia, constipation, device breakage, diarrhoea, dysmenorrhoea, eczema, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypersensitivity, memory impairment, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received : events- " mood swings, hot flashes and night sweats, eczema,ovarian cysts,brain fog,dysmenorrhea (cramping), diarrhea, constipation, bloating, abnormal bleeding (vaginal), eczema, allergic or hypersensitivity reaction, patient did not undergo essure confirmation test" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil fragment') and pelvic pain ('pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: *on (B)(6) 2017 gross description: result revealed, a received in formalin is a coil fragment .wire measuring approximately 4 cm an additional fragment of wire; is noted. Concomitant products included spirit pills from 2017 to 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), eczema ("eczema"), memory impairment ("memory problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), night sweats ("night sweats"), migraine ("migraine"), headache ("headache"), mood swings ("mood swings"), hot flush ("hot flash"), ovarian cyst ("ovarian cyst"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, heavy menstrual bleeding, eczema, memory impairment, fatigue, alopecia, tooth disorder, night sweats, migraine, headache, weight increased, mood swings, hot flush, ovarian cyst, feeling abnormal, dysmenorrhoea, diarrhoea, constipation, abdominal distension and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, alopecia, constipation, device breakage, diarrhoea, dysmenorrhoea, eczema, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, hypersensitivity, memory impairment, migraine, mood swings, night sweats, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for breakage. As per pif, discrepancy noted in date of insertion: (B)(6) 2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.